Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. The post receiver was broken from the frame. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states that the frame broke at the weld in the area where the seat post attaches.